Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the physician pulled hard to remove the system; however it separated at the shaft. It should be noted that the esprit btk everolimus eluting resorbable scaffold system instruction for use states: applying excessive force to the delivery system can potentially result in the loss of or damage to the delivery system components. In this case, it is unknown if the instruction for use (IFU) deviation related to excessive force caused the reported difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure was to treat the calcified lesion in the posterior tibial artery. Pre-dilatation was performed and the vessel diameter after pre-dilatation was 2.5 mm. The 2.50x18mm esprit btk system was advanced through a short 6fr sheath up and over but there was not enough support and the device became stuck. The physician pulled hard to remove the system; however it separated at the shaft. The patient was sent to surgery to remove the separated portion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.